Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the heavily calcified and heavily tortuous mesenteric artery. A 6f unspecified guide catheter was used. Then the 5.0mmx19mmx150cm express sd renal/biliary stent was advanced to the lesion however the stent started moving on the delivery system balloon. The device was removed and the procedure was completed using a 5mm x 15mm express sd renal/biliary stent. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).